Event description:
A caller reported an issue with a non-responsive touchscreen on their pump, indicating the screen was frozen and could not interact with it. The customer¿s blood glucose level did not exceed 500 mg/dl, and there was no adverse impact. The issue was resolved after the customer received information on how to reset the pump, and they successfully reset it, restoring screen functionality.